Event description:
A (B)(6) patient contacted zoll customer support to report a service code 204. During servicing at zoll, the monitor was resetting. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 204) has been confirmed. As received, the monitor was resetting. A root cause investigation is underway. A supplemental report will be set upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.